Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca) to the posterior descending artery of the rca. A 38mmx3.00mm promus premier tm stent was used to treat the lesion. After the device was unpacked, flushing was performed and it was noticed that part of the stent was lifted. When the device was inserted, a significant resistance was encountered inside the guidezilla guide extension catheter. The device was removed from the patient, and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the distal end of the stent was damaged and bunched proximally with overlapping occurring as a consequence of the bunching. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the measured crimped stent profile, there is no issues to note with the interaction between the 2 components. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the mid-shaft or inner/outer shafts. No other issues were identified during the product analysis. The directions for use (dfu) state: "special care must be taken not to handle or in any way disrupt the stent position on the delivery balloon. This is most important during catheter removal from packaging, placement over guide wire, and advancement through hemostasis valve adapter and guide catheter hub". The dfu continues to state that the operator should: "examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca) to the posterior descending artery of the rca. A 38mmx3.00mm promus premier stent was used to treat the lesion. After the device was unpacked, flushing was performed and it was noticed that part of the stent was lifted. When the device was inserted, a significant resistance was encountered inside the guidezilla guide extension catheter. The device was removed from the patient, and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.